Manufacturer narrative:
At this time, product has not yet been returned. The sensor kit expiration date is 30-sep-2021. The medical event associated with this complaint occurred on (B)(6) 2022, which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the error message of "sensor does not work," while wearing the adc device. As a result, on (B)(6) 2022, the customer had a loss of consciousness and was provided unspecified intravenous medication for a diagnosis of dka. No further information was provided. There was no report of death or permanent injury associated with this event.